Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that there was a revision of a 9 hole plate and 9 screws due to breaking of the plate.